Event description:
On 29 may 2007, a clinician informed biomet 3i that he had placed an ioss413, osseotite certain implant 4mm(d) x 13mm(l), lot# 455759. The clinician stated that he was not able to properly seat the abutment on the implant platform. The clinician treated the site with profilers, soft tissue removal and placement of other abutments prior to submitting the complaint. Biomet 3i manufactured a custom abutment for the clinician to resolve the problem. Additionally, the clinician supplied radiographs to support his statement.

Manufacturer narrative:
The ioss413 implant has fully osseointegrated and is not available for evaluation. Eight (8) radiographs provided by the clinician were used by biomet 3i to fabricate a custom abutment which was provided to the clinician, so that he could fully restore the implant. No confirmation or reasonable conclusion can be formed by viewing the radiographs as to the exact cause of the malfunction. The exact cause of the malfunction is unknown, but is not expected to be due to the manufacturing process.